Event description:
The tip of the langston separated while the physician was navigating through a tortuous groin. A snare was used to retrieve the tip. The physician reported that it was difficult to advance the catheter and the iliac was very calcified and tortuous. The physician reported no pt impact.

Manufacturer narrative:
(B) (4).